Manufacturer narrative:
Additional information: g3, h2, h3 the study was provided and reviewed. Review of the study data shows that the prs-p was out of the motion box throughout most of the study. Improper sensor placement can impact the accuracy of catheter locations.

Event description:
During a premature ventricular contraction ablation procedure, mapping and location issues prevented the case from being completed to satisfaction. Right ventricular outflow tract (rvot) geometry was created with the mapping catheter. The ablation catheter was placed separately, and it displayed outside of the geometry (more superior in location). The position was confirmed with x-ray and the earliest egm signals also suggested a similar early location was reached as the mapping catheter displayed, but the ablation catheter was approximately 2-4cm away. This discrepancy was also seen on the aorta/left ventricular outflow tract (lvot) maps created between the mapping and ablation catheters. It appeared that the system was placing/locating the mapping and ablation catheters in 3d differently. Only one catheter was in the patient at a time, but both were using the same access. When the mapping catheter was placed again, it went closer to the original geometry albeit slightly different again. This confirmed a location issue between the two catheters rather than a map shift. There was no harm to patient, however, the case was not completed to satisfaction due to the catheter location issues.